Event description:
It was reported by service report that the power cord had a broken ground prong on it. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Broken ground prong.